Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Additional information was received on (B)(6) 2018, stating that this should not have been reported as the physician confirmed that there has not been a high failure rate of proglide failures during transcatheter aortic valve replacement (tavr) cases and no reported complaints. Based on this new information, this event is not MDR reportable and does not constitute a serious injury. The device is not returning for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received stating that the initial information received was incorrect. The physician has confirmed that there has not been a high failure rate of proglide device failures during transcatheter aortic valve replacement (tavr) procedures and no reported complaints. Based on this new information this event is not MDR reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported as a general comment that there has been a high failure rate with proglide devices used during transcatheter aortic valve replacement (tavr) cases. The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure was reported. The number of patients, procedures, and number of proglide devices used was not provided. The name of the physician was not provided and it is unknown if the physician is trained in the use of the proglide device. No additional information was provided.